Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Eleven ventricular nonsustained tachycardia (nst) episodes of <=210 ms occurred between (B)(4) -2011 05:02:16 and (B)(4) 2011 08:44:37. Two patient alerts for out of tolerance subthreshold lead impedance occurred on (B)(4) 2011 03:00:12 and (B)(4) 2011 03:00:10. Daily pace impedance trend data show spike increases and varying impedance for ventricular pace bi impedance of 475 to 4047 ohms peak between (B)(4) 2011 and (B)(4) 2011. One patient alert for lead failure predictor occurred on (B)(4) 2010 21:00:07.

Event description:
(B)(4).

Event description:
It was reported that there was a patient alert for high impedance measurements. There has been fluctuating impedance since the device was changed out, but it always seemed to resolve itself and it has never been this high. There may be a possible fracture of the lead. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.